Event description:
It was reported the customer had frequent calibration error alerts. Customer's blood glucose was 49 mg/dl. The customer had treated their blood glucose with food. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.